Manufacturer narrative:
The oad was returned to csi. No damage or abnormalities were observed that could have contributed to the reported event. Diagnostic analysis did not identify any events that could have contributed to the reported event. During analysis, the oad functioned as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. H6 health effect - clinical code 4581: slow/no flow. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that embolization and slow flow are a potential adverse events that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat two lesions in the superficial femoral artery (sfa) with one low speed treatment and one high speed treatment. A lesion in the popliteal artery (pa) was treated with one low speed treatment. A non-csi balloon was used to complete treatment in the sfa and pa. Post treatment, angiographic imaging revealed slow flow through the sfa and pa. The physician suspected embolization of the anterior tibial artery and posterior tibial artery. Intra-arterial nitroglycerin (ntg) was administered; however, embolization was suspected to still be unresolved. Heparin was administered. Percutaneous transluminal angioplasty (pta) with a non-csi balloon was used to treat the at and pt. Additional ntg was administered, and flow was improved. A stent was placed in the tpt. The patient was transferred to post procedure care for recovery. The patient was in stable condition.